Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that about 2 weeks ago they upped their stimulation because it wasn't working and all of a sudden they felt shocks from the stimulation at the implant site. The patient said they turned stimulation down real quick because the shocks were painful, not like breaking their arm, but it did make them very aware of the implant in their butt. The patient confirmed they didn't have any falls or trauma to implant site. The patient was redirected to their healthcare provider (hcp) to further address the issue of shocking at the implant site. The patient said they would get 1.5 to 2 minutes before they could get to the bathroom and have to pee, patient said this was much better than it was before they got their implant, prior to getting the implant they would only have seconds to make it to the bathroom. Agent reviewed information about therapy and adjustments. The patient decided to change programs during call. The patient was able to successfully change programs and increase stimulation to a comfortable level. The patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Emailed drs to request copy of ID card be sent to patient.